Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced the power management board, coiled cable, back-plane to coiled cord and the display connector seal gasket due to saline damage. The fse calibrated the iabp and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site is (B)(6) medical center. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) by a getinge field service engineer (fse), it was observed that saline had spilled into the cardiosave intra-aortic balloon pump (iabp). No patient was involved and no adverse event was reported.